Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The dislodgement was confirmed through x-ray. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.